Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display went blank. Troubleshooting was performed. Customer blood glucose reading was 76 mg/dl. Customer stated the insulin pump was not damaged or exposed to moisture. Customer inserted new (B)(6) battery but the display stayed blank. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the self-test, sleep current measurement, active current measurement and displacement test. Insulin pump was received with normal operating currents. Insulin pump was monitored for several hours and no blank display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. Insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer, torn serial number label and minor scratched lcd window.